Manufacturer narrative:
Updated fields: b4, e1 event site email, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: e2 occupation. Additional info: event site telephone: (B)(6). A getinge field service engineer was dispatched to evaluate the unit. The customer reported that the top screen doesn't work. Faint white and blue lines are visible on the screen. The fse was able to verify that the display was distorted as the customer stated issue. Replaced the top lcd display and functional tested without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units top screen doesn't work. Faint white line and blue background. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6) hospital.

Event description:
Na.

Manufacturer narrative:
The following was performed by abdellatif berkane sr service technician of the maquet failure analysis and testing dept wayne the failure analysis and testing dept received part number serial number top lcd display with a reported unit failure of top screen doesn¿t work the fat dept performed a visual inspection of the parts received and found that the top lcd is in good condition. The failure analysis and testing department installed part number serial number top lcd display in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual number revision r the failure analysis and testing department was able to verify the failure of defective top lcd screen the lcd has blue background and a black vertical line retaining the part in the fat department per procedure rev as.